Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported on social media that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 70 mg/dl at the time of the call. The customer states their pump malfunctioned and gave them 100 units of insulin in 20 minutes, and the reservoir was still reading as full. The customer was given glucagon and intravenous fluids to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer believes the pump over delivered. Customer also reported an issue with reservoir vent blockage issues. The insulin pump will not be returned for analysis.